Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate high voltage therapy from the implantable cardioverter defibrillator (ICD) in the ventricular tachycardia (vt) zone for what the physician deemed a supra ventricular tachycardia (svt). The physician questioned why ICD logic did not withhold therapy. The vt detection zone was adjusted and the ICD remains in use. No further patient complications have been reported as a result of this event.